Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown omniflex hip stem. Cat # unk, lot # unk, description: unknown trident acetabular 56mm shell. Cat # unk, lot # unk, description: unknown hip stem. Cat # unk, lot # unk, description: unknown head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Patient stated right hip causing increasing pain, pain is radiating into knee and patient cannot lay/sleep on right side as a result. Patient uses a cane to walk due to being very unstable.